Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone that the insulin stopped working. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. The insulin pump was received with cracked battery tube threads and cracked case along the side of the battery tube.